Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 52 mg/dl. Customer's current blood glucose level was 93 mg/dl. Customer was treated with food. Customer reported they had been off the insulin pump since two days as the sensor had no communication with insulin pump. The insulin pump will be returned for analysis.